Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices (10085532) used during the same procedure. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed in the descending colon on (B)(6) 2018. According to the complainant, during the procedure, both clips were attempted to be deployed; however, the clips failed to release from the catheter. Reportedly, the first clip was released after a lot of jiggling. However, the second clip was unable to release from the catheter and had to be pulled off. The procedure was completed using another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.